Event description:
It was reported that hours after an implant procedure, it was observed via an x-ray that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.